Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿the influence of gender in open surgery and endovascular repair in the treatment of nonruptured aortoiliac aneurysms¿ de athayde soares r, nasser ai, amaro k, pecego cs, matielo mf, martins cury mv, sacilotto r. Ann vasc surg. 2025 mar;112:278-286. Doi: 10.1016/j.avsg.2024.12.048. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿the influence of gender in open surgery and endovascular repair in the treatment of nonruptured aortoiliac aneurysms¿ the time frame of this study was over a three-year period. This was a prospective, single-centered, consecutive cohort study of patients with aaia who underwent endovascular treatment or open surgical repair regarding gender. Endurant ii and non-mdt stent grafts were implanted in the patient population who underwent evar. Among the patient population the following malfunctions occurred: ia endoleak, ib endoleak, type iii endoleak, no further information was provided pertaining to medtronic products